Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to dislodgment. The dislodgment was confirmed by a chest x-ray and fluoroscopy. During the revision, the physician noticed the lead was not sutured to the heart fascia during implant procedure. The rv lead was successfully repositioned and currently remains in service. No additional adverse patient effects were reported.